Event description:
It was reported that during pre-surgery, it was observed that the motor device had an unspecified malfunction. During in-house engineering evaluation, it was observed that the device had an e5 error when plugged into the console device and a damaged motor. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation with an unspecified malfunction. Reliability engineering evaluated the device and observed that an electrical pin was pushed back in the connector which caused an e5 error when plugged into the console device. It was determined that this was due to the connector body not being aligned with the console device properly and forced in. It was determined that the motor was damaged due to not following the emersion / sterilization procedures properly. The assignable root cause was determined to be due to misuse, abuse and/ or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.